Manufacturer narrative:
This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
No led light, also with test pcb not. Cmos chip defective. This event occurred at the time of during inspection. There was no report of patient harm.

Manufacturer narrative:
Evaluation summary: the cmos chip has been replaced. Correction information: g6: follow up #1. H6: coding changed based on the investigation result.